Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not complete a boot cycle. The customer advised that the device would boot to the operating screen, but would not complete the boot cycle and would reboot itself three times before the device would power itself down. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the replaced system pcb assembly and the cause of the reported issue was determined to be due to a failure of the single board computer on the system pcb assembly.

Event description:
The customer contacted physio-control to report that their device would not complete a boot cycle. The customer advised that the device would boot to the operating screen, but would not complete the boot cycle and would reboot itself three times before the device would power itself down. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.